Manufacturer narrative:
It was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the device failed internal leakage, pressure transducer test and safety valve test during pre-use check. The technician checked the unit and found that inspiratory pressure transducer printed circuit board (pcb) is malfunctioning and its replacement is necessary to resolve the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to its differential pressure transducer. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during pre-use check and high priority alarms will be generated if the failure occurs during treatment. Device logs and replaced part have been not available for the further analyze of the issue. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).